Event description:
Edwards received notification from our affiliate in (B)(4) . As reported, this was a case of an implant of 26mm edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. Pre dilatation was performed with edwards 23x40 mm balloon under rapid pacing at 170 mmhg (in this moment pressure was under 50 mmhg) and one pre dilatation was sufficient to open the calcified leaflets (mainly fused leftight cusp). After pre dilatation, patient presented left bundle block (lbb) and a complete heart block (chb) expected due to level of calcification , but recovered normal pressure after rapid pacing. Upon valve deployment, rapid pacing was made with 180 ppm, and valve deployed without any issues, as expected valve expanded more on non-coronary cusp (ncc) than in fused left-coronary cusp(lcc)\ right-coronary cusp(rcc) cusp. However, after valve deployment, commander delivery system removal, and pacemaker off, the patient went into ventricular fibrillation(vf)at EKG, it took at least 5 minutes to revert vf with an 200j shock. In that moment patient maintained low pressure between 40\20 mmhg (systolic\diastolic). This was maintained for some minutes in low pressure, until it reached 220/100 mmhg (probably due to an bolus dosis). Patient recovered a sinus rhythm , with lbb lower than 150 ms, therefore there was no need of pacemaker implantation. Tte showed no pvl, aortic gradient between 10mmhg peak and 4 mmhg mean. Vascular closure was done without issues. But when was taking off meds from unconscious sedation, it was noticed that patient presented loss of movement on the left side, hemiplegia, aphasia. Signals of a stroke on left side from the brain. The cerebral angiogram performed, showed a thrombus on left middle cerebral artery (m2 segment), there was no bleeding. It was decided to initiate thrombolytic therapy that resulted in recovery on left arm strength, speech capability and patient is still with sleepiness. On pod1, a second brain CT was performed, and it was found that there was an ischemic region on the right side. As per medical opinion, the root cause of the event might be occurred after 2nd rapid pacing (valve deployment) and during time that patient was on ventricular fibrillation until it was reverted with defibrillation shock. It was probably caused by an embolism or a calcification.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary authored by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors (calcification) and procedure related factors (rapid pacing) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.